Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that while changing the infusion set, a problem with one of the pistons caused insulin to continually push out of the pump. Blood glucose level was 223 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No motor error alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.